Manufacturer narrative:
Device has been evaluated but not yet repaired.

Event description:
The manufacturer received information alleging a ventilator delivered reduced volume. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the technician found the foam of the inlet air path assembly was obstructing the inlet of the blower motor. The device's inlet air path assembly will be replaced to address the issue.